Manufacturer narrative:
Correction to initial report in block h11. Block b3; date of event: approximated based on the date the manufacturer became aware of the event. Block d.2b; additional applicable product codes: mhy and pjs. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was not returned for evaluation; therefore, confirmation of the reported issue through device analysis was not possible. A review of the complaint record and available documentation did not identify additional information that would support further assessment. Consequently, the investigation could not determine a definitive or probable root cause.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure for an unknown reason.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.